Event description:
It was reported that the handpiece did not work properly during procedure. A second handpiece was used to complete the case with no patient consequence. The caller did not have information on specific error code encountered, but stated that the acoustic mount is loose.